Manufacturer narrative:
DHR/further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance.

Event description:
Patient reported left side device "rupture and seroma." Healthcare professional "nodule," "rare leukocytes, rare gram negative bacilli¿, capsular contracture, baker grade unknown, "hardness and pain," and "irregularities in contours." Puncture content of the peri-implant collection diagnosed content was "negative for malignancy." Patient was treated with unspecified medications. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture, baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, and seroma-late. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported left side device "rupture and seroma." Healthcare professional "nodule," "rare leukocytes, rare gram negative bacilli¿, capsular contracture, baker grade unknown, "hardness and pain," and "irregularities in contours." Puncture content of the peri-implant collection diagnosed content was "negative for malignancy." Patient was treated with unspecified medications. Device remains implanted.